Event description:
During a laparoscopic hernia repair procedure, teh jaw of the instrument broke inside the pt's cavity. The components were retrieved lapraoscopically. No pt injury was reported.

Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.